Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and found that the system stopped responding before the apps began to load. The customer informed that multiple cold restarts were performed but the issue persisted. The philips field service engineer (fse) visited the system onsite and performed troubleshooting, which revealed that the system software was corrupted. To resolve the issue, the fse reinstalled the system software, and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.